Manufacturer narrative:
Additional narrative: a product investigation was completed: our investigation shows that the screwdriver in question is indeed broken as mentioned in the complaint description. The breakage point was detected at the purple color coded area. Furthermore we found that the first 2mm of the torx tip is rounded and worn out. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information and without all involved parts (torque limiter) we cannot determine the exact root cause. It is likely that the cause of the breakage is the result of a mechanical overload situation during use. The microscopic view of the broken surface shows a homogenous surface what indicates material conformity. Lot 8995126 was manufactured in june 2014 according to our specifications. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 24 june 2014. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the screwdriver shaft broke intra-operatively during a distal radial fracture procedure on (B)(6) 2015. The screwdriver shaft broke when inserting and tightening a va screw into the screw hole. Surgery was delayed by five (5) minutes and the procedure was completed using a like product. There was no adverse event reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.